Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link access set had a leak during use. According to the report, the leak was near the ¿retractable collar.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer the following information was obtained: the leak was specified to be from a small crack in the tubing above the retractable collar. The patient was being infused with normal saline. The normal saline was reported to have leaked. Evaluation summary: the device was returned for evaluation. A visual inspection, functional testing, clear passage testing and pressure testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.